Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with (B)(4). This report is number 4 of 9 mdrs filed for the same event (reference 1825034-2013-04802 / 04812).

Manufacturer narrative:
This follow-up report is being filed to relay further patient information which was unknown at the time of the initial medwatch. This report is number 4 of 9 mdrs filed for the same event (reference 1825034-2013-04802 / 04812).

Event description:
It was reported that patient enrolled in a clinical study underwent initial total hip arthroplasty on an unknown date. A revision procedure was performed on (B)(6), 2007 to implant a cement spacer. A subsequent revision procedure was performed on (B)(6), 2009 due to infection. Revision operative notes from (B)(6), 2009 report a large trochanteric nonunion and fracture and confirmed that a radical debridement occurred and a cement spacer was implanted. Patient underwent a reimplantation procedure on (B)(6), 2009. An irrigation and debridement procedure took place on (B)(6), 2009 due to a nonhealing wound and drainage and no components were removed. Additional clinical data received indicates patient had an additional revision procedure on (B)(6), 2008 due to infection.

Event description:
It was reported that patient enrolled in a clinical study underwent initial total hip arthroplasty on an unknown date. A revision procedure was performed on (B)(6) 2007, to implant a cement spacer. A subsequent revision procedure was performed on (B)(6) 2009, due to infection. Revision operative notes from (B)(6) 2009, report a large trochanteric nonunion and fracture and confirmed that a radical debridement occurred and a cement spacer was implanted. Another irrigation and debridement procedure took place on (B)(6) 2009, due to a nonhealing wound and drainage and no components were removed.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Revision date corrected. This report is number 4 of 11 mdrs filed for the same event (reference 1825034-2013-04802 / 04812 & 02625 / 02626).

Event description:
It was reported that patient enrolled in a clinical study underwent initial total hip arthroplasty on an unknown date. A revision procedure was performed on (B)(6), 2007 to implant a cement spacer. Patient was reimplanted on (B)(6), 2007. Subsequently, patient underwent a revision due to infection on (B)(6), 2008. The head and liner were removed and replaced. A subsequent revision procedure was performed on (B)(6), 2009 due to infection. Revision operative notes from (B)(6), 2009 report a large trochanteric nonunion and fracture and confirmed that a radical debridement occurred and a cement spacer was implanted. Patient underwent a reimplantation procedure on (B)(6), 2009. An irrigation and debridement procedure took place on (B)(6), 2009 due to a nonhealing wound and drainage and no components were removed.